Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896399 and gd896415 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Three days after onset the patient was hospitalized for the peritonitis event. On an unreported date the patient was treated with cefazolin 1gm intraperitoneally daily (duration not reported) and ceftazidime 1gm intraperitoneally daily (duration not reported) for the peritonitis event. Four days after hospitalization the patient was discharged from the hospital. It was reported that the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested but is not available. This is report 1 of 3.